Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6). This is the same event as 3010536692-2015-01630, -01632, -01633.

Event description:
Allegedly stem loosening occurred due to a suspected infection.